Event description:
Reportedly, the customer's father administered the manual injections and the father changed the site.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing an elevated blood glucose (bg) level of 296 mg/dl. Reportedly, the customer administered boluses and a manual injection. During a system check, it was determined that the luer lock had one air bubble. However, it was noted that it did not inhibit insulin delivery. A follow up with the customer indicated that the customer changed the site and that the customer's bg level was within target range.